Event description:
I underwent a sofwave ultrasound skin tightening treatment on (B)(6) 2025. I was told the device safely heats the mid-dermis to stimulate collagen and would not affect deeper tissues. However, soon after the procedure, I experienced alarming and progressive changes to my face that have persisted and worsened over time. Within days, I noticed facial thinning and increased skin laxity. By week 6, there was marked volume loss in my cheeks, under-eye area, and temples, along with a hollow, aged appearance. My skin developed a crepey texture and tightness, and my jawline became unnaturally pronounced due to upper facial volume loss. These effects were not disclosed during the consent process and have caused significant emotional distress. My dermatologist confirmed subcutaneous fat loss on physical exam, especially on the right side. Despite manufacturer claims that the device only heats the dermis, my clinical presentation and imaging strongly suggest deeper tissue damage, including fat atrophy or disruption of the vascular network that supports fat survival. These effects have not self-corrected, even after 12 weeks. I am now scheduled for full-face structural fat grafting and nanofat to restore the lost volume and improve skin quality. I have consulted with multiple medical professionals, all of whom agree that the changes are unlikely to resolve naturally. No history of facial fat loss, skin disorders, or underlying medical conditions was present prior to this treatment. I am 40 years old and in good health. This experience has resulted in: disfigurement and accelerated facial aging emotional and psychological distress costly medical consultations and surgical intervention loss of trust in aesthetic treatment safety.